Event description:
It was reported that the patient felt pain at the location of the implanted insertable cardiac monitor (icm) device. The patient called boston scientific technical services (ts). The patient provided to ts they have felt pain at the site of the implanted icm device since implant when wearing a bra. Subsequently the icm device was explanted and returned to boston scientific. Additional information was requested but not provided.

Event description:
It was reported that the patient felt pain at the location of the implanted insertable cardiac monitor (icm) device. The patient called boston scientific technical services (ts). The patient provided to ts they have felt pain at the site of the implanted icm device since implant when wearing a bra. Subsequently the icm device was explanted and returned to boston scientific. Additional information was requested but not provided.

Manufacturer narrative:
Product has been returned and product investigation completed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. As a result, evaluation conclusion code "no problem detected" was selected.